Manufacturer narrative:
1. Customer is claiming false negative because their test showed negative. They then went to "dr" and tested positive for flu. The type of flu was not specified. 2. Doctor's test was not specified, unsure if it is a molecular test. 3. The manufacturer retested the lot (242cf10615) with flua and flub positive samples at (B)(6) 2025, no false negative for flua&b were detected.

Event description:
Event details: I bought 3 boxes of test from my local cvs and they did not work. I would like a refund.